Event description:
The patient reportedly, continues to be sensitive to headpiece use. The patient reportedly had an episode, where the skin at the implant site broke, oozed and a scab formed. Advanced bionics is currently in the process of obtaining information. When more information is received, a follow up report will be sent.